Manufacturer narrative:
Updated fields: b3, h6, h10. Corrected fields: e1/e2/e3/g2 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up with the customer the following information was provided: there was no malfunction in the accessories used for reprocessing, no delay to the start of pre-cleaning or manual cleaning, the forceps elevator was moved up and down three times in water during pre cleaning, the elevator was brushed, and detergent was flushed around the elevator. Although foreign material was found in the forceps elevator, the specific foreign material could not be identified. Additionally, the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU). Both events can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual "5.4 manually cleaning the endoscope and accessories" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was yellow/brown foreign material at the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The yellow/brown foreign matter is unknown. In addition the following findings were identified: damaged charge coupled device, noise image, assorted scratches, detached adhesive on the bending section cover, bending angle in up, down, right and left directions do not meet standard value due to wear of angle wire, the play of up down and right left knobs do not meet the standard value, dent on the light guide cover, shaved suction cylinder, and a dent on the switch box. Due to annual inspection parts must be replaced. India. The investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.